Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety and depression. Concurrent conditions included paratubal cyst and vaginitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), vaginal discharge ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), anxiety ("psych injury/anxiety"), urinary tract infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), bladder disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), tooth disorder ("dental problems"), diplopia ("vision problems/vision/eye problems type: double"), fatigue ("fatigue"), alopecia ("hair loss"), oesophagitis ("gi conditionsgastrointestinal or digestive system condition type: esophagitis/"), hepatic steatosis ("fatty liver"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gluten sensitivity ("gluten sensitivity"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), oedema ("edema"), gastrointestinal ulcer ("ulcers"), menopause ("perimenopause"), gastrointestinal candidiasis ("gastrointestinal or digestive disorder:candida overgrowth"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("difficult digestion food"), asthenia ("weakness") and urinary incontinence ("trouble controlling bladder") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: progesterone/estrogen") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Salpingectomy) (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, anxiety, urinary tract infection, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, diplopia, fatigue, weight increased, alopecia, oesophagitis, hepatic steatosis, vaginal haemorrhage, gluten sensitivity, depression, migraine, nausea, oedema, gastrointestinal ulcer, menopause, gastrointestinal candidiasis, gastrooesophageal reflux disease, dyspepsia, asthenia and urinary incontinence outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, asthenia, back pain, bladder disorder, depression, diplopia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal candidiasis, gastrointestinal ulcer, gastrooesophageal reflux disease, gluten sensitivity, hepatic steatosis, hormone level abnormal, menopause, menorrhagia, metrorrhagia, migraine, nausea, oedema, oesophagitis, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair, loss, gi conditions, fatty liver previously reported essure insertion date : (B)(6) 2013. No. Of trailing coils on each side- left- 1; right- 2. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , depression, uti (urinary tract infection), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: psych injury to anxiety, hormonal changes to hormonal changes describe: progesterone/estrogenvision problems to vision/eye problems type: double, gi conditions to gastrointestinal or digestive system condition type: esophagitis were updated. New event's: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: gluten sensitivity, depression, migraines /headaches, nausea, pain, edema,ulcers gerd, candida overgrowth, perimenopause, edema, depression,trouble controlling bladder, weakness, difficult digestion were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for birth control: nuvaring from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: diazepam in (B)(6) 2013, pristiq in (B)(6) 2013, amphetamine salts from (B)(6) 2011 to (B)(6) 2012, alprazolam from (B)(6) 2011 to (B)(6) 2011, clonazepam 0.5mg from 2009 to april 2011, lexpro in 2010, phentermine in 2010 and carisoprodol in 2009. Concurrent conditions included paratubal cyst, vaginitis, vertigo, dizziness and balance disorder. Concomitant products included oxycodone hydrochloride;paracetamol (roxicet) since (B)(6) 2013 and oxycodone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), fatigue ("fatigue") and oedema ("edema"). In 2013, the patient experienced diplopia ("vision problems/vision/eye problems type: double") and was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("perimenopause") and gastrointestinal candidiasis ("gastrointestinal or digestive disorder:candida overgrowth"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), anxiety ("psych injury/anxiety"), bladder disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), oesophagitis ("gi conditionsgastrointestinal or digestive system condition type: esophagitis/"), hepatic steatosis ("fatty liver"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gluten sensitivity ("gluten sensitivity"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), gastrointestinal ulcer ("ulcers"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("difficult digestion food"), asthenia ("weakness"), urinary incontinence ("trouble controlling bladder"), amnesia ("memory loss"), bacterial infection ("bacterial infections") and headache ("neurological conditionsor problems: headaches") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: progesterone/estrogen"). The patient was treated with clindamycin, fluconazole, fluconazole (diflucan), nystatin, pantoprazole, progesterone and surgery (salping. (Salpingectomy) (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, metrorrhagia, urinary tract infection, tooth disorder, hormone level abnormal, hepatic steatosis, gastrointestinal ulcer, dyspepsia, asthenia, urinary incontinence and bacterial infection outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, menorrhagia, vaginal infection, vaginal discharge, anxiety, bladder disorder, diplopia, fatigue, weight increased, alopecia, oesophagitis, vaginal haemorrhage, gluten sensitivity, depression, migraine, nausea, oedema, menopause, gastrointestinal candidiasis, gastrooesophageal reflux disease, amnesia and headache was resolving and the urinary tract disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, depression, diplopia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal candidiasis, gastrointestinal ulcer, gastrooesophageal reflux disease, gluten sensitivity, headache, hepatic steatosis, hormone level abnormal, menopause, menorrhagia, metrorrhagia, migraine, nausea, oedema, oesophagitis, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair, loss, gi conditions, fatty liver previously reported essure insertion date : (B)(6) 2013. No. Of trailing coils on each side- left- 1; right- 2. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report on (B)(6) 2020: no new clinical information based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for birth control: nuvaring from (B)(6)2011 to (B)(6)2012; for an unreported indication: diazepam in (B)(6)2013, pristiq in (B)(6)2013, amphetamine salts from (B)(6)2011 to (B)(6)2012, alprazolam from (B)(6)2011 to (B)(6)2011, clonazepam 0.5mg from 2009 to (B)(6)2011, lexpro in 2010, phentermine in 2010 and carisoprodol in 2009. Concurrent conditions included paratubal cyst, vaginitis, vertigo, dizziness and balance disorder. Concomitant products included oxycodone hydrochloride;paracetamol (roxicet) since (B)(6)2013 and oxycodone from (B)(6)2013 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), fatigue ("fatigue") and oedema ("edema"). In 2013, the patient experienced diplopia ("vision problems/vision/eye problems type: double") and was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("perimenopause") and gastrointestinal candidiasis ("gastrointestinal or digestive disorder:candida overgrowth"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), anxiety ("psych injury/anxiety"), bladder disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), oesophagitis ("gi conditions gastrointestinal or digestive system condition type: esophagitis/"), hepatic steatosis ("fatty liver"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gluten sensitivity ("gluten sensitivity"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), gastrointestinal ulcer ("ulcers"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("difficult digestion food"), asthenia ("weakness"), urinary incontinence ("trouble controlling bladder"), amnesia ("memory loss"), bacterial infection ("bacterial infections") and headache ("neurological conditions problems: headaches") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: progesterone/estrogen"). The patient was treated with clindamycin, fluconazole, fluconazole (diflucan), nystatin, pantoprazole, progesterone and surgery (salping. (Salpingectomy) (bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, metrorrhagia, urinary tract infection, tooth disorder, hormone level abnormal, hepatic steatosis, gastrointestinal ulcer, dyspepsia, asthenia, urinary incontinence and bacterial infection outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, menorrhagia, vaginal infection, vaginal discharge, anxiety, bladder disorder, diplopia, fatigue, weight increased, alopecia, oesophagitis, vaginal haemorrhage, gluten sensitivity, depression, migraine, nausea, oedema, menopause, gastrointestinal candidiasis, gastrooesophageal reflux disease, amnesia and headache was resolving and the urinary tract disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, depression, diplopia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal candidiasis, gastrointestinal ulcer, gastrooesophageal reflux disease, gluten sensitivity, headache, hepatic steatosis, hormone level abnormal, menopause, menorrhagia, metrorrhagia, migraine, nausea, oedema, oesophagitis, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair, loss, gi conditions, fatty liver previously reported essure insertion date : (B)(6)2013. No. Of trailing coils on each side- left- 1; right- 2. Current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: pfs and mr received. New events added: bacterial infections, memory loss, headaches. Concomitant drugs, concomitant conditions, medical history, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included anxiety and depression. Previously administered products included for birth control: nuvaring from (B)(6) 2011 to (B)(6) 2012; for an unreported indication: diazepam in (B)(6) 2013, pristiq in (B)(6) 2013, amphetamine salts from (B)(6) 2011 to (B)(6) 2012, alprazolam from (B)(6) 2011 to (B)(6) 2011, clonazepam 0.5mg from 2009 to (B)(6) 2011, lexpro in 2010, phentermine in 2010 and carisoprodol in 2009. Concurrent conditions included paratubal cyst, vaginitis, vertigo, dizziness and balance disorder. Concomitant products included oxycodone hydrochloride;paracetamol (roxicet) since (B)(6) 2013 and oxycodone from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), vaginal infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), fatigue ("fatigue") and oedema ("edema"). In 2013, the patient experienced diplopia ("vision problems/vision/eye problems type: double") and was found to have weight increased ("weight gain"). In 2014, the patient experienced menopause ("perimenopause") and gastrointestinal candidiasis ("gastrointestinal or digestive disorder:candida overgrowth"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), anxiety ("psych injury/anxiety"), bladder disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), oesophagitis ("gi conditionsgastrointestinal or digestive system condition type: esophagitis/"), hepatic steatosis ("fatty liver"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gluten sensitivity ("gluten sensitivity"), depression ("depression"), migraine ("migraine headache"), nausea ("nausea"), gastrointestinal ulcer ("ulcers"), gastrooesophageal reflux disease ("gerd"), dyspepsia ("difficult digestion food"), asthenia ("weakness"), urinary incontinence ("trouble controlling bladder"), amnesia ("memory loss"), bacterial infection ("bacterial infections") and headache ("neurological conditionsor problems: headaches") and was found to have hormone level abnormal ("hormonal changes/hormonal changes describe: progesterone/estrogen"). The patient was treated with clindamycin, fluconazole, fluconazole (diflucan), nystatin, pantoprazole, progesterone and surgery ((salpingectomy) (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, metrorrhagia, urinary tract infection, tooth disorder, hormone level abnormal, hepatic steatosis, gastrointestinal ulcer, dyspepsia, asthenia, urinary incontinence and bacterial infection outcome was unknown, the abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, menorrhagia, vaginal infection, vaginal discharge, anxiety, bladder disorder, diplopia, fatigue, weight increased, alopecia, oesophagitis, vaginal haemorrhage, gluten sensitivity, depression, migraine, nausea, oedema, menopause, gastrointestinal candidiasis, gastrooesophageal reflux disease, amnesia and headache was resolving and the urinary tract disorder had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, asthenia, back pain, bacterial infection, bladder disorder, depression, diplopia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal candidiasis, gastrointestinal ulcer, gastrooesophageal reflux disease, gluten sensitivity, headache, hepatic steatosis, hormone level abnormal, menopause, menorrhagia, metrorrhagia, migraine, nausea, oedema, oesophagitis, pelvic pain, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair, loss, gi conditions, fatty liver previously reported essure insertion date : (B)(6) 2013. No. Of trailing coils on each side- left- 1; right- 2 current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), vaginal discharge ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), bladder disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), urinary tract disorder ("bladder/urinary problems uti, bladder problems, urinary problems, vaginal discharge, vaginal infection"), tooth disorder ("dental problems"), visual impairment ("vision problems"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions") and hepatic steatosis ("fatty liver") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Salpingectomy) (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, allergy to metals, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, psychological trauma, urinary tract infection, bladder disorder, urinary tract disorder, tooth disorder, hormone level abnormal, visual impairment, fatigue, weight increased, alopecia, gastrointestinal disorder and hepatic steatosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hepatic steatosis, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair, loss, gi conditions, fatty liver previously reported essure insertion date: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: previously reported event "injury nos" was replace with "pelvic pain", events- "abdominal pain, dyspareunia, back pain, menorrhagia, metorhagia, nickel allergy, psych injury, uti, bladder problems, urinary problems, vaginal discharge, vaginal infection, dental problems, hormonal changes, vision problems, fatigue, weight gain, hair loss, gi conditions, fatty liver, she did not undergo essure confirmation test", reporters, patent demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.